Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported by the patient that five infusions set fell within 1-3 days of use due to which hyperglycemia occurs. Event occurred between (B)(6) 2023 to (B)(6) 2024. High blood glucose level was 20 mmol/l. He replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1875290 - MDR 3003442380-2024-04877 - device 2 of 5. Patient country: canada.